Manufacturer narrative:
The lead was repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was found dislodged. Surgical intervention and intravenous antibiotics were needed to resolve the issue. A revision procedure was performed wherein physician successfully repositioned this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
During the revision procedure troubleshooting was provided for the sensing event. Evidence suggests that this lead was successfully repositioned and remains in service. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this right ventricular lead was not returning satisfactory sensing measurements during the revision procedure. Troubleshooting was provided. Evidence suggests that this lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.